Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the bacteremia was caused by driveline infection and was being treated with oral antibiotics prior to patient death. It was also noted that the patient had a history of renal disease prior to ventricular assist device (vad) implant.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to enterococcus bacteremia and end stage renal disease (esrd). The outcome was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Due to system limitation the following was added to MDR: health effect - clinical code e2205 bacteremia.